Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver log was downloaded found no firmware errors related to the customer complaint. The receiver case was opened for further evaluation and it passed. Trouble shooting for the receiver battery was performed with intermittent power on battery found. The reported event of initializing screen without manual restart was confirmed. The root cause was determined to be a defective battery.